Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the 51-year-old male patient became restless in the unit after initially arriving from the cath lab on impella cp support. During the foley and ng tube insertion, the patient moved and fought causing the impella to pull back into the aorta. The patient had a run of svt and then vt, coded once and CPR was done for 5-8 mins. Amio was started and the patient went back to the cath lab to reposition the cp. It was further reported that due to some bleeding at the femoral site and the patient¿s high lvedp, it was decided to upgrade him to a 5.5 and explant the cp.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the vt/vf issues has been completed. The device was not returned for investigation. Per the provided clinical details, the root cause of the access site bleeding was most likely due to patient movement as the patient moved and fought causing the impella to pull back likely causing the bleed. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.